Manufacturer narrative:
Evaluation: results: reagent probe fittings, and level sense assembly. (B)(4).

Event description:
On (B)(6) 2012 customer reported that the dxc 660i had wetness on the right side of the black reagent probe tray while troubleshooting level sense and probe b motion errors. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument on (B)(4) 2012 and found loose reagent probe fittings. Fse tightened the reagent probe fittings. Fse also removed and replaced the level sense assembly to address the level sense issue. This resolved the issues. Service activity performed was verified to meet the specified requirements per established procedures.